Manufacturer narrative:
(B) (4)additional information: the root cause of this issue is currently being investigated under CAPA number mdq-CAPA-(B) (4).

Manufacturer narrative:
(B) (4)

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a malfunction of "on and off by itself." This condition was found during biomed service in the biomed shop. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Event description:
(B) (4). Same as patient 2134265-2009-05368 and 2134265-2009-05365. The patient was enrolled in (B) (6) 2008. A type I lesion was identified in the left carotid artery. The target vessel reference diameter was 6mm. The lesion length was 11mm and 80% stenosis, measured by nascet. The target vessel was moderately tortuous with ulceration present. Thrombus, dissection, pseudo-aneurysm and calcium were not present. A 9x40mm carotid wallstent monorail stent was successfully placed at the intended site. A filterwire ex cerebral protection device was successfully used during the procedure. Pta was performed using a sterling balloon dilatation catheter. Heart rhythm stimulant and atropine 0.5 ui was administered during the procedure. Patient experienced a transient ischemic attack (tia) during the procedure; the event was resolved with no residual effects. The procedure was documented as successful and residual stenosis post procedure was 0%. Patient was asymptomatic with no complications <24 hours post procedure. At the one month follow up visit in (B) (6) 2008 the patient was asymptomatic. The carotid stent patent with 0% residual stenosis with no changes since last visit. Six and twelve month follow up assessments were not reported.

Event description:
Pt was revised to address pain.

Manufacturer narrative:
(B)(4). The device has not yet been received for unintended shutdown. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.